Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the blood glucose was running high. The customer also reported that there was a crack in the insulin pump. The blood glucose reading was 410 mg/dl. The customer did not report specific symptoms but reported feeling bad. The customer treated the high blood glucose with the insulin pump. The insulin pump was already being replaced due to the crack. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.